Manufacturer narrative:
The device is returning for analysis. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that this was a percutaneous coronary intervention treating an obtuse marginal coronary artery with moderate calcification. An nc trek dilatation catheter advanced without issue and post-dilatation was performed on an unspecified stent. During nc trek removal, there was no unusual resistance felt, however, the balloon was observed separated from the shaft. Reportedly, this was surprising as there was no unusual resistance experienced. The guide catheter and nc trek were removed as a single unit. The separated balloon had remained in the guide catheter and nothing was left in the anatomy. The patient remained in stable condition. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.